Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the bss (balanced salt solution) impactor tubing became disconnected during cataract with intraocular lens implantation surgery. The surgery was completed but it was unknown how the procedure was completed. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The wet active fluidics management system (fms) was visually inspected. The administration tubing was detached from the vent spike insertion. No solvent residue was on the administration tubing end. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s assembly process. Based on the condition of the detached tubing, it appeared the air line of the administration manifold was not fully inserted into the drip chamber spike. No further investigative or manufacturing actions are warranted at this time as the exact root cause could not be conclusively determined. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).